Event description:
It was reported that following aortic valvuloplasty, the balloon could not be removed through the aortoiliac bifurcation into the introducer sheath. A snare device was inserted through the introducer sheath. The hub of the sheath was cut off and the introducer sheath was removed from the pt. The snare device then withdrew the balloon through the insertion site from the pt. There was no report of pt injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number was not provided. The investigation is inconclusive as the reported conditions of user could not be fully replicated (i.e. Calcified anatomy combined with the balloon not fully re-folding after deflation). Based on the returned sample condition, it is likely that excessive force and heavy twisting contributed the event. Per the information provided by the customer, the pt's anatomy was severely calcified. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.